Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed.

Event description:
It was reported that during a da vinci-assisted abdominoperlineal resection surgical procedure, "the fenestrated bipolar forceps (fbf) instrument tip had something wrong with the plastic". The procedure was completed with no reported injury.